Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no related deviations or anomalies during manufacturing. Surgical notes were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray 71mm, item # 141233, lot # 212950; vanguard cr tibial bearing 10x71/75, item # 183440, lot # 264490; vanguard cr ilok femeral-rt 60, item # 183004, lot # 397870; cobalt hv bone cement 40g, item # 402282, lot # 853900. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10963, 0001825034-2018-10964, 0001825034-2018-10965. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently is experiencing pain, leg length discrepancy, bruising, difficulty walking and has to use a cane to ambulate.